Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction resulted from a failure in the remote manager, along with a loose wiring harness on the latch. A field service engineer reconnected the wiring harness and updated the firmware to resolve the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the pyxis medstation es system remote manager was unable to unlock. The customer reported that the malfunction occurred when user trying to issue the medication to patient and there was no delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.